Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Patient had trace dlk in the right eye. An oral steroid was not prescribed. Topical steroid dosage was increased. A flap lift and rinse was not performed. Patient did not experience a loss of best corrected visual acuity. Pre-op bcva was 20/15 in both eyes. Patient is asymptomatic.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.